Event description:
Drive medical received notification from an attorney of an adverse incident regarding a walker that drive medical imports and distributes. Drive medical contacted the attorney to gather more info. Attorney states that his client was using the walker the same day it was provided to him and the metal from the top handle allegedly broke. Client allegedly fell and broke/chipped three teeth. This report is based on info provided by the attorney.